Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, relevant tests - dates estimated; reported as beginning of (B)(6) 2014. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using an unspecified artery access approach during a procedure of an unspecified coronary vessel it was noted that while advancing the xience stent delivery system to the lesion the stent implant dislodged and was lost in the vessel. An unsuccessful recovery attempt was not possible by using a small balloon catheter inside the stent. A second unspecified stent was deployed in the lesion and the dislodged stent was crushed against the vessel wall. The patient was reported as doing fine. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.